Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 863740, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: pump. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving an unknown drug via an implantable pump for an unknown indication for use. The patient reported having 9 surgeries from 2006 to 2014 and "one there was a hole in the catheter". No further information was provided.